Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and failed due to usb connector was damaged. Charged and boot were performed and failed. Receiver functional testing was unable to perform. Case opened for interior inspection was performed and passed. Audio speaker was measured and passed. The receiver log was unable to download and review. The allegation was confirmed. The probable cause was determined to be a defective usb connector. No injury or medical intervention was reported.